Event description:
The (B)(6) decontamination unit ((B)(6)) raised concern regarding the ability to clean flexible drill shaft due to the coiled design of the instrument, and the likelihood of contaminants becoming trapped within the coils during use and subsequently being transferred to the pt, with possible infection risk. As of the date of this report there have been no confirmed reports of pt infection as a result of similar incidents.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Investigation is currently in process. Once completed a follow-up medwatch 3500a will be submitted.